Event description:
It was reported to gore that the patient underwent endovascular treatment for a venous occlusion in the iliac vein with a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device). It was stated, when the physician pulled the deployment knob, it was extremely tight and impossible to deploy the vsx device. It was decided to remove the device out of the introducer sheath and not to implant the device.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the case number. H3 other: as the device was discarded on site, no further investigation of the device can be conducted. H6 evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the device met pre-release specifications. Further information was requested from the physician, but nothing was provided yet. Further investigation is being conducted and will be included in the final report. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B5 describe event or problem was updated. Product investigation report conclusion - the primary reported complaint could not be independently confirmed because there were no items returned for evaluation. Therefore, an independent assessment of deployment performance could not be conducted. The patient anatomy was reported to be tortuous, and the physician suspected the deployment line or the patient angulation may have contributed to the event. However, a causal relationship between the reported inability to deploy the device and these factors could not be established. Procedural deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The cause for the complaint could not be established with the available information.

Event description:
It was reported to gore that the patient underwent endovascular treatment for a venous occlusion in the iliac vein with a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device). It was stated that an 8 fr terumo destination sheath was used, the catheter was held straight and that the anatomy of the patient was very tortuous. It was stated, when the physician pulled the deployment knob, it was reportedly extremely tight and impossible to deploy the vsx device. It was decided to remove the device out of the introducer sheath and not to implant the device. There was no report of patient harm. The physician suspects that the issues either are related to the deployment line itself or that tortuous patient anatomy may have caused the event.